Event description:
On (B)(6) 2010, the pt combined the monotube (red) and tenxor and underwent the surgery. On (B)(6) 2010, the frame of monotube (red) shifted when the diagnostic imaging by MRI was done.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.